Event description:
Additional information noted the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Corrected information provided in b2, b5, h1 and h6.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced a run of ventricular tachycardia and required shock a few times. It was further reported that the patient developed a gastrointestinal bleed. Bival was stopped. The patient was scoped by gi md. An ulcer was found and was cauterized/clipped.